Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. There was no motor error alarm noted. The motor passed the motor test. The device was received with normal operating currents. There was no unexpected failed battery test noted. The device was unable to verify the motor position encoder error alarm in the alarm history because the history file was overwritten with spanish software anomaly alarms due to a corrupted history file. The device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of motor error alarm, and battery out limit alarm on their insulin pump. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted and the customer was advised to insert new battery. The customer continues to have issues with the battery alarm. The device is being replaced and returned for analysis.